Manufacturer narrative:
The device is not available for investigation. However, a photo was returned for evaluation. The evaluation is not yet complete. Additional contact: (B)(6).

Event description:
9615050-2023-00598 the incident involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The reporter stated that the set had burette¿s clave breakage. The event was noted during infusion. The involved solution/ medicine is unknown. The tubing set was replaced and therapy resumed. The product was stored in the air-conditioned room in the hospital and was not exposed to extreme temperature. There was no spillage or any drug exposure to patient or staff. There was patient involvement but no patient harm. This is the second of two reports.

Manufacturer narrative:
Received one (1) photo from the customer showing a partial bend break at the upper lid of the burette. No samples were returned for investigation. The reported complaint of a break on the 142730490 plum 150 ml burette set can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history for lot 13518793 was reviewed and no non conformities were found that would have led to the reported complaint.